Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin flow blocked. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis.

Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump passed the rewind test and self test. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test, prime/seating test, basic occlusion test and force sensor test due to the missing retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thus software. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on (B)(6) 2024 19:37:00.000 during bolus delivery. The pump was cut open and traces of moisture on pcba1, motor and battery tube assembly noted during visual inspection. On (B)(6) 2024 09:02:04.000 normal bolus delivered, normal bolus amount programmed = 14.5 bolus amount delivered = 14.5. In summary, the pump was received with a cracked battery tube thread, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to verify for no delivery alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h3 and h6 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.